Manufacturer narrative:
This initial medical device report (MDR) is being submitted late due to a retrospective review conducted through CAPA: 10308384. The delay in submitting this MDR is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. As recommended, we have included the CAPA reference for the retrospective review in the additional manufacturer narrative section. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 06-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system was unable to log in. A field service engineer ran hardware test application and found there were no issues as all keys were functioning properly and none were sticking. The system functioned as intended after the field service engineer inspected the device.

Event description:
It was reported by the customer that in a bd pyxis¿ anesthesia station es, user was unable to log in. The customer was able to log into other pas devices but specifically was unable to log in at this device. Customer mentioned that this was second time the incident occurred during case when patient was on the table. There were no adverse events or injuries reported based on this incident.